Event description:
A hospital in (B)(6), reported via a distributor that the rt266 infant dual-heated evaqua2 breathing circuits came apart in different places, mainly at the swivel y-piece, and when hospital staff connected the circuits, they started leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: a complaint rt266 evaqua2 breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Our investigation is based on our knowledge of the product and the information provided by the hospital. The hospital reported that the breathing circuits passed the initial leak test and that the wye detached while on a patient. The hospital reported that no damage was observed on the wye piece of the subject circuits. A lot check was not performed as a lot number was not provided. Results: without the return of the complaint devices we are unable to determine what may have caused the reported event. Conclusion: all rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuits were in use before the reported disconnection occurred, which suggests that the connection came loose, possibly during patient care. The reported leaking could be due to the connections not being tightened properly following disconnections. The user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. Hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.